Event description:
Additional information received reported that electrode #2 had impedances over 40,000 ohms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that electrode #2 was not functional. It was noted that this was discovered during a programming session. It was also noted that no further action was needed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).